Event description:
After inserting the radialsource, while transferring the diagnostic wire and catheter, a bleed back (significant bleeding) had occurred through the hexacaspuid valve. No actions were taken, the procedure was finished with the device.

Manufacturer narrative:
Na